Manufacturer narrative:
Summary of evaluation: examination results suggest that this event is not device related.

Event description:
Reporter states, "the femur was cut using the ceramic cutting blocks. When the femoral component was put on it appeared to fit. When the knee was put out to extension, it felt loose on all cuts. It was loose by approximately 1" on both sides. Attempted to implant with the knee positioned down in flexion, however when the knee was placed in extension, the same results were noted. The surgeon used bone cement to complete the procedure."